Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (up to 384 mg/dl) when changing the supplies on the pump. The customer delivered correction boluses to address bg level. Reportedly, the customer believes the suspected cause of the bg level to be due to the change in the load procedure, as it requires the customer to manually remove the air from the cartridge. The customer reported feeling as if there was air in the infusion set tubing; however, has not observed any air bubbles in the tubing. Tandem technical support provided guidance on properly removing air from the cartridge.